Event description:
Rptr has many problems including severe allergies and asthma. As every day passes it get worst and more out of control. Rptr was in hosp and ER many times. She is on high doses of medication including steroids. She has had this problem for last 2 yrs and since 10/94, the situation is out of hand. She is becoming disabled and her life is in danger.